Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during preparation for a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation (af), a farawave ablation catheter was selected for use. During catheter preparation, the guidewire port was flushed and connected to heparinized saline. A starter rosen guidewire was then loaded, and the physician verified the catheter shapes. During the shape verification process, the guidewire became stuck and could not be advanced or retracted. The physician additionally observed fluid leaking from the slider area while flushing the guidewire port. The farawave catheter and guidewire were replaced, and the procedure was completed successfully using the replacement devices. No patient complications occurred, and the patient recovered fully.